Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The reported failure with a leakage sound was reproduced during simulated use testing of the returned air gas module in a ventilator. The failure was caused by a defective and leaking pressure transducer on a printed circuit board inside the gas module. The failure was confirmed in received device logs. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2020. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that during pre-use check, a leakage from the air gas module was noted. There was no patient involvement. Manufacturer's ref #: (B)(4).